Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for low blood glucose levels. Customer's blood glucose levels at the time of hospitalization was 39 mg/dl. Customer states the significant event leading to the admission was her doctor changed her basal rates, which seem to be too high. Customer declined to troubleshoot for low blood glucose levels. Product is not being returned or replaced.